Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority ((case# mw5036144) in united states on 06/13/2014, who had essure (fallopian tube occlusion insert) inserted and experienced following events. On (B)(6) 2104, the consumer had essure (fallopian tube occlusion insert) at unk inserted without her consent. Doctor was supposed to do a traditional tubal, and she woke up with coils. From the moment she woke up from placement, she had a migraine, bloating, cramping, bleeding, depression, hair loss, and her left leg from the hip to ankle ached for 2 weeks. On (B)(6) 2014, she had her tubes and coils removed via davinci. After removal, all the symptoms disappeared except her hair loss. Disability or permanent damage was mentioned but not specified and/or assigned to one of the events. Reporter causality: the relationship between the events and essure is related.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up info received on 06/16/2014: global ptc number added as (B)(4). Follow up info received on 06/18/2014 from a (B)(6) female consumer: in (B)(6) 2014 patient had essure inserted. She stated that went in for a tubal ligation, signed the consent for a tubal ligation and woke up with essure in place. She experienced problems with essure and it was removed in (B)(6) 2014 by a different doctor. She stated that further information will be provided by her attorney. Follow up from 27-jun-2014: the required number of follow-up attempts has been made with no response to date. Case closed. Follow up from 01-jul-2014: ptc result. Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect at this time. Medical assessment: the medical events reported are not necessarily indicative of a quality defect. No complaint sample was provided for a technical investigation. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without a batch number. At the time of this medical assessment the technical investigation concluded "unconfirmed quality defect". Based on the information available, there is no reason to suspect a quality defect. Company causality comment: this non medically-confirmed, spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced bleeding, which was considered as causally related to the suspect insert by the reporter. This event was considered serious, as medically significant and due to a reported disability (which was mentioned but not specified or assigned to a specific event) and is listed according to the reference safety information for essure. Genital bleeding may occur during essure therapy or insert placement procedure. In this particular case the consumer stated that since essure insertion she experienced bleeding which recovered after insert and fallopian tubes removal. Given this positive temporal relationship and dechallenge causality between the suspect insert and the reported event cannot be excluded and due to the reported intervention it was considered an incident. A product technical complaint (ptc) analysis was performed and concluded that based on the information available, there is no reason to suspect a quality defect of the product. In addition the non-serious events: migraine, bloating, cramping, depression, hair loss, and her left leg from the hip to ankle ached for 2 weeks were reported.